Manufacturer narrative:
Medical device: 0001730924/ outflow graft /catalog number 1125 / expiration date: 30/04/2018. Di #: unk. Device available for evaluation? No. Device evaluated by manufacturer? Device remains implanted. Labeled for single use? No. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: pump and outflow graft were not returned for evaluation. Review of manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of log files which revealed a decrease in power consumption and estimated flow beginning on june 29, 2017 which was followed by an increase in power on the same date. 13 low flow alarms have been logged from june 29, 2017 until june 30, 2017. 4 high watt alarms have been logged from june 29, 2017 until june 30, 2017. The site suspected an obstruction in the outflow graft and a stent was utilized to widen a constricted section of the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the initial low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pump further triggering high watt alarms. The most likely root cause of the low flow alarms that occurred after the high watt alarms may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft model 1125 serial number: (B)(4) expiration date: 2018-04-30 UDI asku mfg date: 2016-04-30 h6 method codes(s): 3317, 3372 results code(s): 213 conclusion code(s): 92 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: unk. Outflow graft , device available for evaluation?: no, device remains implanted, labeled for single use?: no [[or yes]], (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received the patient was admitted on (B)(6) 2017 with macrohematuria and increased ventricular assist device (vad) power consumption. Acoustic examination of the pump revealed minimally present third harmonic thus confirming the assessment of pump thrombosis. Thrombolytic therapy was subsequently with recombinant tissue plasminogen activator (rtpa). This was followed by a significant decrease in flow, with low pulsatility, which was not in keeping with the pulse pressure amplitude. An obstruction of the outflow graft had to be assumed. A stent was utilized to widen a constricted section of the outflow graft. No further information has been provided.